Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited likely loss of capture and under-sensing. The device was rechecked the following day and the device and lead were functioning correctly. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular outputs were reprogrammed.